Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. The cause of the issue was found to be oil level was low in cooling unit which cause the machine to not switch on. The field service engineer (fse) filled oil in coolant. The issue got resolved by filling the oil in coolant and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device's tube was giving a tube overheat message and user was unable to do exposure. No harm was reported. Onsite engineer was able to replicate the issue and resolved it by filling the oil to the appropriate level. System was returned to use in good working order.